Manufacturer narrative:
The t:slim user guide states: the efficacy of your t:slim pump cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer received multiple cartridge alarm 19s while attempting to load multiple new cartridges. As the pump would not accept a new cartridge, the customer refilled and loaded the old cartridge onto the pump. The next day the customer received an occlusion alarm. The customer's blood glucose ranged from 180 to 290 mg/dl and insulin injections were used to address the bg level. The customer has insulin injections if needed to manage diabetes.

Manufacturer narrative:
Device investigation found no device issue related to the reported occlusion alarm.